Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. While visual examination of the patient control module (pcm) showed no obvious signs of physical abnormality, functional testing did confirm a leak inside the housing of the pcm. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further review by baxter personnel, the root cause of the leak was determined to be lack of solvent at the pvc tubing connection. Awareness training was performed on (B)(4) 2012 to address this issue.

Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) leaked after filling. The device was filled with a solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.